Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and shocked once. According to the reporter, the device would not deliver subsequent shocks. A backup device was called for and used. The pt was not resuscitated. The reporter indicated the alleged malfunction of the device did not cause or contribute to the pt's death because of the pt's lack of viability and the immediate availability and use of the backup defibrillator.